Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: during and after the procedure. It was reported that during a left internal carotid artery stenting procedure, after post stent dilatation with a non-abbott device, the patient became hypotensive. Treatment included a dopamine drip and midodrine po. One day post procedure, the dopamine was discontinued. Two days post procedure, the patient was discharged to home with instructions to continue the midodrine. Although requested, there was no additional information provided.

Manufacturer narrative:
There was no device malfunction reported. Hypotension is a known possible adverse event associated with the use of the device, as listed in the xact instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.